Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. Additional attempts to contact the customer have been made with no additional information provided. User facility requested on-site evaluation of device by manufacturer. The manufacturer removed the drain hook as a precaution.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prim (machine set up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.